Event description:
Medtronic guardian sensor (3) with extremely inaccurate readings over the last 4 weeks I have experienced blood glucose readings of over 100 points different. All the same lot number hg469w9. Last night my 670g insulin pump reported a bg of 179 mg/dl. I did a finger stick to verify before bed and the actual number was 349 mg/dl. When I call medtronic about these problems they make every effort to claim I am not calibrating properly. I have been using this product for 3 years and this type of problem is getting more frequent. I have not changed my calibration habits and I haven't always had these problems.